Event description:
It was reported that on (B)(6) 2018, a 21mm trifecta gt valve was implanted in the patient. On an unknown date in (B)(6) 2022, the patient showed symptoms and therefore underwent medical treatment on different hospital from (B)(6) 2022. Subsequently, further medical treatment took place from (B)(6) 2022. There was severe aortic valve prosthesis insufficiency due to rupture of the left and right coronary pouch at the commissure stent and moderate mitral valve insufficiency. Exclusion of stenosing coronary heart disease on an unknown date in (B)(6) 2022 and preserved lv function. There was postoperative atrioventricular (av) block iii, acute bleeding anemia, blood substitution. The valve was replacement with a stent-mounted 21 mm non-abbott valve and a re-intervention performed on (B)(6) 2022. A pacemaker was implanted on (B)(6) 2022. Subsequently, a rehabilitation stay took place from (B)(6) 2022.

Manufacturer narrative:
Na it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of central regurgitation and structural valve deterioration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, a cause for the reported central regurgitation and structural valve deterioration could not be conclusively determined. The patient effects of aortic valve regurgitation was due to rupture of the left and right coronary pouch at the commissure stent. The patient effects of mitral valve regurgitation, heart block, bleeding, and anemia could not be determined. The reported surgical interventions and unexpected medical intervention were a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2018, a 21mm trifecta gt valve was implanted in the patient. On an unknown date in (B)(6) 2022, the patient showed symptoms and therefore underwent medical treatment on different hospital from (B)(6) 2022. Subsequently, further medical treatment took place from (B)(6) 2022. There was severe aortic valve prosthesis insufficiency due to rupture of the left and right coronary pouch at the commissure stent and moderate mitral valve insufficiency. Exclusion of stenosing coronary heart disease on an unknown date in (B)(6) 2022 and preserved lv function. There was postoperative atrioventricular (av) block iii, acute bleeding anemia, blood substitution. The valve was replacement with a stent-mounted 21 mm non-abbott valve and a re-intervention performed on (B)(6) 2022. A pacemaker was implanted on (B)(6) 2022. Subsequently, a rehabilitation stay took place from (B)(6) 2022.